Event description:
Received IV port for chemotherapy at (B)(6) hospital. Got massive bacterial infection even though I was told that chance of infection was less than 1%. I was hospitalized at (B)(6) where kidney shutdown, bleed behind left eye with permanent loss of vision. Sent home twice before liquid around lungs was removed. I finally left hospital on (B)(6) 2013. I am very displeased that I received bad advise concerning the risk of chest port from multiple doctors at (B)(6) hospital.